Event description:
As reported, when bringing this fogarty catheter out from patient, which was used for a blocked femoral artery, the balloon detached from the catheter, leaving it inside the patient. There was no allegation of patient injury. The device was available for evaluation. Patient demographics unable to be obtained.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Finally, no product was received for evaluation despite due diligent attempts. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. As part of the manufacturing process the units go through balloon inspection process. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Event description:
As reported, when pulling out this fogarty catheter from a patient having blocked femoral artery, the balloon detached from the catheter leaving it inside the patient. No further intervention was planned in order to retrieve the balloon as the balloon may be in a blocked artery or, it could have been sucked up into the suction carousel. There was no allegation of patient injury.